Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Maude report (mw5069821) was received for the following event: patient had a bridging wrist distal right radius plate for very comminuted distal radius fracture placed in 2016. With fracture healed, patient returned in 2017 for removal of same hardware. Head of small screw broke off during removal and the shaft of the screw was left in place right 3rd metacarpal.

Manufacturer narrative:
The reported event that during removal of hardware due to healing, the head of a small screw broke off during removal and the shaft of the screw was left in place in the right 3rd metacarpal, could not be confirmed, since the involved device was not returned for evaluation and no other evidences were provided. Since the actual involved screw was not returned, a visual inspection could not be performed. Though the reported breakage is likely to have happened, due to excessive torque/pressure being applied on the screw. During tightening/untightening, the screw is usually under high tension. Such power, in combination with the rotational moves and the existence of dense bone could have definitely deformed the screw and led to a fracture. As per IFU (v15013): ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. [&] single use devices cannot be reused, as they are not designed to perform as intended after the first usage. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications. Screw breakage in general has been experienced and it does not present an unanticipated event in itself. Depending on the load application, on the suitable anatomical reduction, on the kind of bone breakage and other factors, a screw breakage can rather be classified as anticipated specifically if one or more contributing issues concurrence with each other. Implants will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Implant breakage may occur when the material is subjected to repeated loading and unloading resulting fatigue of material. If the loads are above a certain threshold (microscopic) cracks will begin to form on the surface. An improper extraction of the screw, could have definitely led to the reported breakage of the screw head. Therefore, users should always read the instructions provided before using a specific instrument/implant. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on the investigation, the potential root cause would be attributed to a user related issue, due to high axial forces during insertion of the screw. However, please note that more detailed information about the complaint event as well as the affected devices must be available in order to determine the exact root cause of the complaint. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Maude report (mw5069821) was received for the following event:. Patient had a bridging wrist distal right radius plate for very comminuted distal radius fracture placed in 2016. With fracture healed, patient returned in 2017 for removal of same hardware. Head of small screw broke off during removal and the shaft of the screw was left in place right 3rd metacarpal.